Event description:
While they were screwing a screw into the shell, the tip of the screwdriver sheared off, this was left in the head of the screw in the patient . It was further stated that they had to hammerin the screw in order to complete the procedure.